Manufacturer narrative:
The partial lead was returned without a reported event. A malfunction based on analysis was found. Final analysis found an external insulation abrasion, at 15.1cm ¿ 16.8cm from the distal tip, consistent with friction to another device or patient anatomy located in the distal region of the lead. Electrical testing that could be measured did not find any indication of conductor fractures but found internal shorts due to procedural damages found on the lead. No other anomalies were noted.

Event description:
This report is to advise of an event observed during analysis.